Event description:
The device was used during a video assisted thoracic surgery. Reportedly, the device was placed on calcified tissue and fired. A piece of the cartridge disengaged into the pt and was retrieved. No pt injury was reported.